Manufacturer narrative:
Section d10, h3: correction. Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed and reproduced during the evaluation of the returned system controller serial number (B)(6) (backup battery serial number (B)(6)). The controller was connected to a test system monitor and produced a replace backup battery alarm (backup battery fault alarm) due to the battery reaching end of service life. Further investigation of the controller revealed that the controller¿s clock was set to (B)(6) 2028, eight years ahead of the current date. The discrepancy between the incorrect date and the battery manufacture date (10/09/2019) resulted in the observed replace backup battery (backup battery fault) alarm. The system controller's clock was synchronized to the correct date, the alarm cleared, and the controller functioned as intended. The data contained in the log file retrieved from the system controller confirmed that the battery was installed and the system controller's clock was incorrectly set to the year 2028. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. The returned system controller (B)(6) was functionally tested and found to operate as intended during analysis. The system controller was shipped with the heartmate ii patient handbook and instructions for use. In section 5 of the patient handbook and section 7 of the IFU both entitled ¿alarms and troubleshooting¿ address all alarm conditions, including backup battery fault alarms. The heartmate ii instructions for use outline how to set the date and time in the ¿system monitor¿ section (chapter 4). The heartmate ii instructions for use, section 2 details installing the backup battery, and section 4 contains the necessary instructions for setting and synchronizing the system clock. How to install the backup battery is described in the heartmate ii instructions for use, section 5-"surgical procedures". How to set the system controller clock is described in section 4 - "system monitor" of the same document. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was an out of box failure. The time was synced and the controller began to alarm "replace emergency backup battery." The controller was exchanged and the issue was resolved.